Event description:
Caller reported a malfunction on the pump with malfunction code malf 16 and confirmed fault ID 16-0x20e6, with no preceding notable events. There was no adverse impact to the customer's blood glucose level. Customer coordinated with technical support to receive a replacement pump, as the current pump was under warranty. Caller was advised to put the malfunctioning pump into storage mode and return it via ups using a pre-paid label within 10 days to avoid charges. Technical support confirmed the shipping address and sent a pump with updated software. Caller was informed they would need to program their pump settings and connect their cgm to the new pump, and they acknowledged the instructions. There was no backup therapy available, and the caller planned to consult with their healthcare provider.